Event description:
Patient reported receiving a clearable a4 error (cartridge/adapter alert) and a clearable e6 error (mechanical error). Patient indicated that she belives the device is not delivering the correct amount of insulin since her blood glucose had been higher than normal (400 mg/dl).